Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Therapy date is unknown. Persona natural tibial component, catalogue #42532007501, lot # 62871502 persona cemented all-poly patella , catalogue # 42540000038, lot # 62459082 persona cemented femoral component, catalouge # 42500607001, lot # 62871502

Event description:
It is reported that a patient is experiencing an audible clicking sound, instability and pain.

Manufacturer narrative:
(B)(4). The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. The compatibility check noted no issues. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2016-03296, 3007963827-2016-00075, 0002648920-2016-03297, 0001822565-2016-04304.

Event description:
It is reported that a patient is experiencing an audible clicking sound, instability and pain. It is also now known that the patient has fallen twice.